Event description:
During daily inspection, customer observed that the device only charged up to 193j for a 200j setting, and gave energy fault. Physio-control assisted customer in troubleshooting the issue, and found that it would not operate on ac power. There is no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control provided technical assistance and recommended replacing the power conversion pcb to resolve the ac power issue before troubleshooting the energy charge issue. Physio provided the power conversion pcb part number information to customer. Follow up with reporter found that customer opted to replace the device instead of repair due to costs. The root cause of the malfunction could not be determined.